Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the patient is unable to code his onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013. The patient reportedly manages his diabetes with shots (other than insulin) and he did not take any action in response to the alleged meter issue. It is not known if the patient tested his blood glucose with another device. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of shaking an unknown time later. The reporter, however, does not know if the patient received any treatment after the alleged issue occurred. Per csr¿s notes, the alleged meter issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.